Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. The customer's blood glucose (bg) level was over 500 mg/dl. Customer administered a manual injection to address their bg level.